Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose level of 550 mg/dl, cause was unknown. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. The customer alleged that the control iq software did not deliver insulin as expected. Tandem technical support reviewed pump data logs and confirmed that the pump performed as intended. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.